Event description:
It was reported that (2) lcsc1 and (1) hp052 were used during a lap chole procedure. It was reported by the rep that the lcsc1 was used for about ten minutes and the instrument gave steady tone. Cleaned, retorqued energized in air with shears open and still steady tone. Used test tip and gave signal of bad scalpel so tried another lcsc1. About five minutes after use same result. Cleaning and retorqued did not help. Switched back to cautery and....it is unknown how the case was completed. There was no consequence to pt.